Manufacturer narrative:
The patient was a (B)(6) year old female with a birth date of (B)(6). Additional patient demographics such as weight, ethnicity and race was not provided. Unable to provide the lot number, UDI, expiration date or date of manufacture as the access accutni+3 lot number was not supplied. The access accutni+3 reagent was not returned for evaluation. Although a patient sourced interferent may have contributed to this event, there is insufficient evidence to determine an assignable cause with the available information.

Event description:
A customer contacted beckman coulter to report generating reproducible elevated troponin I (access accutni+3) results for one patient. This patient sample was sent to beckman coulter for testing. Interference testing was performed on (B)(6) 2018 and confirmed that the reproducible elevated access accutni+3 results were caused by patient sourced interference of heterophile and alkaline phosphatase. These interferents are listed in the access information for use (IFU). Included with the patient sample were medical records that indicated the patient had previously been tested at (B)(6) on an access 2 immunoassay system (serial number not specified) and elevated access accutni+3 results were generated. The patient underwent a cardiac catheterization and echo cardiogram. No blockage was found and the patient was diagnosed with myocarditis. Multiple attempts were made to obtain additional information. No information was provided as to the instrument serial number or the (B)(6) site that this event occurred. A review of beckman coulter service notes did not locate a report of this event by (B)(4). As the (B)(6) customer information was not provided and it is unknown which site/instrument was involved, the access 2 immunoassay system serial number (B)(4) at one of the (B)(6) sites was selected to represent this event. Information on system performance indicators and sample collection has not been provided.